Event description:
The customer reported the alarm will not reset itself out of the hold mode. The customer took the batteries out of the alarm for a 12 hour period and the alarm remains on hold when the batteries were reinserted. There was no visible damage to the outside of the alarm reported. There was no patient incident or injury reported.

Manufacturer narrative:
Product was requested to be returned for evaluation, but has not been received. Note: instructions for use state: the hold feature will not work unless sensor is plugged into the alarm. Press the hold button until the yellow hold indicator light is flashing. You have 30 seconds to assist patient into or out of bed or chair before alarm returns to monitoring mode. When assisting patient out of bed, move patient towards the edge of the bed with his or her legs over the side before pressing hold button. This will allow more time to reposition the patient on the sensor without activating the alarm after the 30 second hold period expires. At the end of the 30-second interval, if weight is present on the sensor, chair belt sensor is connected, or the pir sensor is connected, the alarm light will switch from yellow to green and begin monitoring. Always verify the green light is flashing and the alarm and sensors are monitoring before leaving the patient unattended. The hold feature: allows patient to be away from bed or chair for extended periods without alarm activating (e.g., for meals, therapy, toileting, etc). Helps ensure continuity of care when there are several caregivers. If the alarm is turned off while in hold, the alarm will still be in the hold mode when the alarm is turned back on. To take alarm out of hold: apply weight to sensor, connect chair belt sensor or activate pir sensor after 30 seconds. Hold feature will time out after six (6) hours and alarm will go back to monitoring mode automatically. (B)(4).